Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
Reporter reports a patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR# 1061857-2007-00480. Patient records do not indicate an injury for the left eye. This patient was treated for monovision outcome; the left eye was targeted for -.50 diopter sphere. At 6.5 months post-op, the left eye was overcorrected by +.75 diopter and exhibited a -.75 diopter of residual astigmatism, however, bcva in the left eye was equal to the pre-op measurement and ucva had improved from 20/200 to 20/25. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.